Event description:
The customer reported that her blood glucose was 557 mg/dl. The customer attempted to treat with a bolus delivery from the insulin pump and stated it was not working. Her blood glucose was 571 mg/dl upon checking again, so she was going to treat with manual injection. She was advised that she could change the set and monitor her blood glucose, should she not wish to troubleshoot for the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).